Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the percutaneous lead insulation separated, exposing the wires and filament. The caller wanted to know if the lead could still be used as it was placed well. Additional information received from the rep in response to follow-up reported that the lead was replaced. The patient received good stimulation with the new lead and the old lead was going to be returned.

Event description:
Additional information received from the manufacturing representative reported that the insulation separation occurred between the distal electrodes and the gray insulation coating. It was right at the transition between the two. The lead was reportedly returned at the end of december.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the lead (lot# va0yuwe) found the outer insulation was separated at a butt joint in the proximal end. Result code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.